Event description:
There is a tear in the arch of the catheter's outer side. The catheter pulled air through this tear and it had to be removed in an emergency operation since an acute endangerment to the patient existed.